Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is: 9616099-2022-05734. Complaint conclusion: as reported, after an angiographic power injection with a non-cordis power injector, the metal circular piece of a 65cm 1200psi catheter extension tubing detached from the distal end of the tubing extension as the device was being disconnected. As a result, another cordis 65cm extension tubing was used to continue the procedure; however, the same issue occurred, and the device became separated when being disconnected after power injection via the non-cordis power injector. There was no reported injury to the patient. This was during an angioplasty procedure. The devices were being used by an experienced user and there were no issues prepping either device or connecting the deices to the non-cordis power injector. A non- sterile unit of ¿accs cath exten 65cm 1200psi" was received for analysis and was evaluated under (B)(4). The other affected device was not returned and was assessed under (B)(4). The product was not returned for analysis. A product history record (phr) review of lot 18077497 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failures reported by the customer as ¿retainer (extension tubing only) ~ detached" and ¿catheter extension ~ separated¿ were confirmed on the returned device. The retainer is detached due to the separation observed on the insert. These failures could not be confirmed on the device that was not returned. Elongations and plastic deformations are evidence that an application of a tension force induced the separation. Therefore, it is assumed the extension tubing was induced to a tensile force that exceeded the tubing material yield strength prior to the separation. The exact cause of the events cannot be conclusively determined however, rapidly removing or jerking the tubing from the catheter hub may be a contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage, withdraw the catheter extension gently. Rapid removal or jerking may damage the extension.¿ the phr review and product analysis does not indicate the event is related to the device design or manufacturing process. However, an investigation has been opened to address the fractured/separated condition.

Event description:
As reported, after an angiographic power injection with a non-cordis power injector, the metal circular piece of a 65cm 1200psi catheter extension tubing detached from the distal end of the tubing extension as the device was being disconnected. As a result, another cordis 65cm extension tubing was used to continue the procedure; however, the same issue occurred, and the device became separated when being disconnected after power injection via the non-cordis power injector. There was no reported injury to the patient. This was during an angioplasty procedure. The devices were being used by an experienced user and there were no issues prepping either device or connecting the deices to the non-cordis power injector. Information regarding the patient and power injection settings was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation revealed a separation of the first extension tubing that was used.